Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 48-49 mg/dl. The customer consumed carbohydrates to address low bg. Reportedly, the customer delivered an intended bolus amount, which ended up being too much insulin. Customer continued using the pump for insulin therapy.